Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage and moved on balloon occurred. The target lesion was located in the left circumflex (lcx) artery. Multiple stents and a rotational atherectomy was used during procedure. After implanting a synergy drug-eluting stent (des) in the ramus branch, a 3.00x16mm promus premier¿ des was advanced but failed to cross the lesion. Upon removal, it was believed that the stent was caught on the strut of the previously implanted stent. The device was removed intact with some resistance felt. It was then noted that the stent unraveled, deformed and was coming off of the balloon. The procedure was completed with a 3.00x12mm promus premier¿ drug-eluting stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: promus premier us, mr, 3.0 x 16mm stent delivery system (sds) was returned. The stent detached from the delivery system and was returned attached at one end to another stent. One of the stents was damaged with struts severely pulled and stretched, the other stent was stretched and distorted but the damage noted did not appear to be as severe as the other stent. Based on the event description and the type of damage evident it is likely that the damage noted was due to the fact that one stent got caught in another stent while being withdrawn. The balloon cones were reviewed and no issues were noted. Crimp markings were evident but not very prominent on the exposed balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found several hypotube kinks along the catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. The bumper tip of the device showed no damage to tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage and moved on balloon occurred. The target lesion was located in the left circumflex (lcx) artery. Multiple stents and a rotational atherectomy was used during procedure. After implanting a synergy drug-eluting stent (des) in the ramus branch, a 3.00x16mm promus premier¿ des was advanced but failed to cross the lesion. Upon removal, it was believed that the stent was caught on the strut of the previously implanted stent. The device was removed intact with some resistance felt. It was then noted that the stent unraveled, deformed and was coming off of the balloon. The procedure was completed with a 3.00x12mm promus premier¿ drug-eluting stent. No patient complications were reported and the patient's status was fine.